Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 300 mg/dl. During a system check with tandem technical support, air bubbles were observed in the cartridge tubing. Tandem technical support advised the customer to prime the tubing to remove the air bubbles. The customer changed the site and resumed insulin therapy.